Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied to detach the rectum during laparoscopic radical resection of rectal cancer, the surgeon was able to press the green button but was unable to squeeze the handle, and the device did not fire. Replaced with other product. There was no patient injury.